Event description:
We had a patient come in for a mechanical thrombectomy. We were working to remove the clot and we had a guide catheter in place with an intermediate catheter through that we were working through. The tip of the intermediate catheter tip detached from the catheter itself. That is not a point where that catheter should come apart. We were able snare the tip out and remove it from the patient. Manufacturer response for axs catalyst 6 0.060in x 132 cm, (brand not provided) (per site reporter): helpful.